Event description:
The pt was at camp when the event started. The pt experienced itching and complained of auditory and visual hallucinations. This included "seeing bugs." The catheter was x-rayed to determine if a "disconnect" had occurred. There was no disconnection and a rotor test was not done at the time. It was determined that the pump should be replaced and with the new pump the event has been resolved.